Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 59013 were returned and analyzed. The data files showed at least 12 injections were performed with the returned balloon catheter on the date of the event without triggering any system notice. Visual inspection of the balloon catheter showed it had a kink on the guide wire lumen under the balloon. Inflation showed the kink on guide wire lumen under the balloon, and dissection showed a guide wire lumen kink at 0.95 inches from the tip inside the balloons. The catheter passed the performance test and electrical integrity as per specification, impedance was also within specification. Inflation was sustained for more than 2 minutes. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, prior to insertion into the sheath, a bend above the white lever of the balloon catheter was seen. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.